Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, pain and swelling. The ipp was explanted and replaced with a tactra. There were no further patient complications.